Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was concerned about stimulation since they were not feeling it. Patient was at the library putting books back and noticed they started leaking terribly as bad as it was before. They seemed confused with the remote. They stated the batteries went form 90% to 80% in a matter of 5 mins. They felt a warm feeling between his scrotum and anus which was weird to him. They had patient turned up stim, patient did feel stim at 11.3 in the penis area and fade away. Current stim was at 12. Patient was doing much better than expected until yesterday. They believed their wires came loose due to his activity level. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the consumer indicated that the cause of the lack of stimulation, leaking, and other issues was possibly a change in activity level. The patient worked with their healthcare provider (hcp) to change settings and also began doing set of kegler exercises. According to the patient since doing the kegler exercises there has been improvement. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that serial number was unknown. Doctor had not heard any issue regarding not feeling stimulation, leaking after activity, low battery and burning sensation. The cause was still unknown. They saw the patient in the office and they did not report these issues to them. Patient's weight was reported